Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User made bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 31 mg/dl. Reportedly, the customer was involved in a car accident while driving due to the low bg and suffered a broken leg. The customer was subsequently hospitalized. While in the hospital the customer received "sugar" via injection. The customer alleged that the pump delivered too much insulin during bolus. During follow up on (B)(6) 2018, the customer reported still being in the hospital and the pump over delivered via bolus again. The customer stated a bolus was supposed to occur at 6:00 pm however the customer's bg dropped at 4:00 pm without a bolus input by the user. Although requested by tandem technical support, the customer declined to troubleshoot the reported issue, declined to review pump history, declined to upload pump data and declined to provide further clarification. Reportedly the customer had manual injections as alternate insulin therapy.